Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6)2023 and suture was used. During a breast reconstruction procedure that four sutures broke about two inches from the needle. New sutures were opened from the same lot to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested: *device follow up related reports: 2210968-2023-08900, 2210968-2023-08901, & 2210968-2023-08903.